Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. The outcomes attributed to the device were pain, extrusion, recurrence, urinary problems, and bowel problems. It was reported that the patient underwent excision of mesh on (B)(6) 2012. (B)(4). This is one of two medwatches being submitted. See also medwatch 2210968-2013-02570. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2014 by dr. (B)(6) due to vaginal mesh erosion.

Manufacturer narrative:
It was reported that following insertion the patient experienced overactive bladder, urinary frequency, urinary urgency and mixed incontinence. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced leakage, urinary incontinence, nocturia, dysuria, urinary retention, incomplete bladder emptying, and slow urine stream.

Event description:
It was reported that following insertion the patient experienced leakage, urinary incontinence, nocturia, dysuria, urinary retention, incomplete bladder emptying, and slow urine stream.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2013-02570. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) /2011. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided.